Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v896802, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported that there was no motor response with the lead during battery replacement. It was noted the battery was being replaced due to normal depletion. During the procedure they had increased the amplitude to gain motor response and none was observed. Contributing factors were unknown. They replaced the lead and got good motor response, the issue was resolved.

Manufacturer narrative:
Product ID: 3889-28, lot# v896802, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Eval code method and eval code-result apply to lead (lot#v896802) only. Analysis: analysis of the lead (lot#v896802) found the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; this is consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a "power surge" which felt like a shocking sensation for about five minutes and then didn't feel the sensation at all. The patient then noted a power on reset (por) and all of their symptoms were returning (urinary frequency). No environmental/external/patient factors were noted. No diagnostics/troubleshooting was performed. The patient is planning to schedule an appointment with their hcp. Surgical intervention did not occur, but it is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28,,lot# v896802, implanted: (B)(6) 2012, explanted: (B)(6) 2019,product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep noted the account retained the ins "per the account protocol to assess for growth". No further patient complications have been reported as a result of this event.